Manufacturer narrative:
Method: x-rays evaluated. Implant disposed of by the hosp. Investigation in process.

Event description:
During a radiographic eval, the physician found the patella inverted. The dr removed the patella and did not implant any other device. The surgery's outcome was successful.